Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 268 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. Customer stated she tests twice a day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on 01/31/2017, a back to back blood test was not performed by the customer as customer was unable to find her lancing device. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: the 248mg/dl (B)(6) 2017 09:42 am fasting: yes, the 241mg/dl (B)(6) 2018 09:49 am fasting: yes, the 200mg/dl (B)(6) 2017 07:09 pm fasting: yes, the 246mg/dl (B)(6) 2017 03:00 pm fasting: yes, the 268mg/dl (B)(6) 2017 08:15 pm fasting: yes. Memory concerns: customer is concern with all these results.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 268 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. Customer stated she tests twice a day. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer as customer was unable to find her lancing device. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concern with all these results.